Event description:
After using this oxygen concentrator, I developed noticeable redness on my face and neck. My skin feels hot and itchy, and sometimes there is a feeling of pain. I think this machine may have released some irritating substances, causing me to experience allergic reactions.